Event description:
It was reported that the health care professional (hcp) requested a review of the presenting electrogram (egm) for the patient with this left ventricular (lv) lead due to concerns of possible lv loss of capture (loc). Technical services (ts) agreed and discussed it could be functional loc due to timing vs output issue. Ts recommended bringing in clinic to test. This lv lead remains in service. No adverse patient effects were reported.